Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump exposed to moisture found on event date (B)(6) 2021. Pump received with moisture damage. Unit passed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test and selftest. Pump history was download successfully. Insulin pump memory history was found pump error alarm on the event date: (B)(6) 2021 10:14:47.000 alarm alert notification fault number = stuck motor alarm. However, unit received with moisture damage at the electrical board1 and electrical board2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection missing display window cover, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Confirmed moisture damage at the electrical board 1 / electrical board 2 / harness assembly. Confirmed pump error 38 alarm at pump memory history.

Event description:
Information received by medtronic stated that the insulin pump was exposed to moisture. Customer stated that the home screen does not appear on the display. No harm was required during medical intervention. The insulin pump was returned for analysis.